Manufacturer narrative:
The complaint investigation for a falsely elevated architect free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending identified an increase in complaints for list number 07k65, however, in-house performance testing could not be performed as the complaint lot number is unknown. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with list number 07k65 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the architect free t4 reagent, list number 07k65, was identified.

Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The following data was provided (customer¿s normal range is 0.7-1.48 ng/dl): initial result was >5 ng/dl, which was questioned by the physician since it did not match the tsh and ft3 results for the patient. The sample was repeated, and the result was 1.22 ng/dl. The patient¿s previous result was 1.17 ng/dl. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect free t4 result for one patient. The following data was provided (customer¿s normal range is 0.7-1.48 ng/dl): initial result was >5 ng/dl, which was questioned by the physician since it did not match the tsh and ft3 results for the patient. The sample was repeated, and the result was 1.22 ng/dl. The patient¿s previous result was 1.17 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.